Event description:
It was reported that cgm displayed error message 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance for complete pump reset, completed reset with assistance, confirmed that cgm error did not reappear, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.